Event description:
This is a spontaneous case report received from a physician in united states on 04-jun-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c18705, inserted on (B)(6) 2015 for permanent contraception. On (B)(6) 2015 essure confirmation test was performed and showed unsatisfactory insert location. Physician reported that left side was floating in abdomen. Hospitalization was not required. Ptc investigation result was received on 16-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record c18705 (production date 27-jan-2014 and expiration date 31-jan-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Follow-up from 15-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. The essure health care provider uterine/ tubal perforation questionnaire was provided on 21-sep-2015: patient's demographic data were added: (B)(6). She was not pregnant. Her relevant medical history includes gravida 4, parity 2 and 2 spontaneous abortion. Previous gynecological intervention, gynecological problems or procedures were denied. Essure was inserted under general anesthesia on (B)(6) 2015. Cervical dilation and sounding were applied during insertion. It was reported that physician was unable to see gray line during the procedure despite assistance of representative. The procedure took 31 minutes. Fluid loss more than 1500cc during hysteroscopy was denied. Patient used condoms as back-up contraception after essure insertion. The hsg test (hysterosalpingogram) was performed on (B)(6) 2015 and it showed perforation/ device in abdomen. She did not present any symptoms. Essure coils were removed via laparoscopy without complication on (B)(6) 2015. The removal was medically necessary and it was also a patient's request. Uterus, tubes and ovaries were normal on laparoscopy. Hysterectomy or salpingectomy were not necessary but done by patient's choice for permanent sterilization. The pathology results were normal - tubal bilaterally. During surgery the device was found in omentum. The patient has recovered from the essure removal procedure. Outcome is satisfactory. The reporter stated that the patient's condition was not caused by essure. Essure did not contribute to the issue. Case upgraded to incident. Updated ptc investigation result received on 02-oct-2015: minor changes, no new relevant clinical information. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and her 3-month control hsg (hysterosalpingogram) showed perforation/ the device was in abdomen. She was submitted to a laparoscopy; the device was found in omentum and both essure devices were removed without complications. This event is serious due to its medical importance and listed in the reference safety information for essure. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). In this case, essure insertion was difficult (procedure took longer than expected and physician was unable to see catheter marker). This could have been a contributory role in the reported perforation. The physician believed this event was not related to essure. Although its exact mechanism was unknown; given its nature and the close temporal relation with essure insertion, company considers causality cannot be excluded. This case was initially regarded as non-incident. However, upon receipt of follow-up information, physician informed device removal was required. Therefore, case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.